Manufacturer narrative:
The device has been received at the manufacturer for investigation. The complaint was a result of the leaking found. According to the investigation details, the device had an e-box seal failure. The e-box was replaced along with several other components.

Event description:
It was reported that the handpiece was leaking a clear fluid from the bottom of the handle during repair. According to the account, it is unknown if there was patient involvement or any adverse consequences.